Event description:
In 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the pt suffered physical injury from administration of the heparin finished product on one or more occasions on and/or prior to 2008, which contained the oscs contamination, among others which resulted in her death on the same day.

Manufacturer narrative:
Submit date: 4/15/09. An investigation is currently underway. Upon completion, the results will be forwarded.